Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 3.0 cm from the hub and ovalized 15.0 cm from the hub. There was blood on the proximal catheter shaft. There was no visible damage to the distal end of the catheter. Conclusions: evaluation of the returned device revealed it was kinked and ovalized in the proximal shaft. This type of damage likely occurred due to forceful manipulation of the 5max ace at extreme angles during preparation for use. 5max ace devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was kinked at the distal end. The kinked 5max ace was found prior to use and was not used for the procedure. The procedure was completed using a new 5max ace.